Event description:
It is reported that svc impedance increased in last two weeks and then back down to historic range. Patient heard alert (lead integrity alert is loaded) and went to medical center. When testing with patient moving around the impedances jumped to over 100ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.